Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise and low impedance. During the procedure, it was discovered that the lead had a kink in it more distal near the can. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.